Manufacturer narrative:
It was reported that the there was no patient involvement when the issue was found. No patient or user harm reported.

Manufacturer narrative:
It was reported that the there was no patient involvement when the issue was found. No patient or user harm reported. Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no further details were provided. It could not be determined if the issue was resolved or if the device has been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
The field service engineer (fse) replaced the faulty gas delivery system (gds) and motor controller (mc) printed circuit board assembly (pcba) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator had a 3.3 supply error, a motor control (mc) printed circuit board assembly (pcba) error, and a check vent blower temperature too high error. It was unknown how the issue was found. No patient or user harm reported. The investigation is ongoing.